Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had to charge their controller frequently and they think that they need a new battery. Agent clarified and patient confirmed that they have to charge the implant and 3 times a day on and off for the past couple of weeks. The patient mentioned that before they only charged their implant and controller twice a day. The patient said that there were no changes on their current therapy. Agent had the patient check controller battery level. Controller at 100% ins at 80% (group a). Patient mentioned that their controller was replaced previously. A request was sent to repair to replace the recharger.